Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4). Concomitant medical products: versa-dial/comprehensive standard taper catalog # 118001 lot # 971510. Small hybrid glenoid base 4 mm catalog # 113952 lot # 239910. Versa-dial 42x18x46 humeral head catalog # 113032 lot # 600060. Pt hybrid glenoid post regenerex catalog # pt-113950 lot # 953880. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2017-00620 / 00621).

Event description:
Patient underwent a right total shoulder arthroplasty where a mini stem was implanted into a difficult humeral bone due to remodeling after a previous fracture. X-rays taken one day post op revealed the stem fractured through the cortical bone. Patient was revised two days post-operatively to a standard stem. There were no complications or delays reported.